Event description:
It was reported that a patient experienced fluid in the chest coincident with automated peritoneal dialysis (apd) therapy. On an unreported date, the patient was hospitalized for the event. The cause of the fluid in the chest was reported to be due to a leak in the patient¿s diaphragm (not further specified). Treatment was not reported. The outcome of the event was not reported. At the time of this report, the patient was discharged from the hospital and apd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not returned a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.